Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted due to infection. It was noted that the pocket had erosion and pus. Cultures were taken. Antibiotic treatment was necessary. A leadless pacemaker system was placed at a later date. No further patient complications have been reported as a result of this event.